Manufacturer narrative:
The device was scrapped by the manufacturer.

Event description:
It was reported that during a surgical procedure at the user facility, caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.